Event description:
The customer reported the 13.2 mm vicmo13.2 implantable collamer lens was explanted due to glare/halos. The eye is tranquil and the corneal is clear. Refraction -9.2 -0.25 x18 avcc 0.95 pio 17 mmhg.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product showed the lens was received in liquid and no visible damage was observed. The lens was re-hydrated in bss and both the length and width were remeasured and found to be within original design specifications. Medical review - glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the central and mid peripheral cornea is not touched, therefore, patients who have gale/halos before surgery, will commonly retain these symptoms but little or no increase in severity should be experienced since the central and mid peripheral region remains unablated and only a corneal incision with a maximum length of 3.2mm at the temporal peripheral region is made. Glare and halos may also be perceived more due to increased clarity of vision after icl surgery or if the patient has retained astigmatism. Another factor could also be the effective optical corneal zones (eocz) of the icls, which have a maximum diameter of 6.17 to 7.30mm depending on the icl powers. This is a design limitation which may create similar symptoms of glare/halos due to the interface of the optic zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. The 0.36mm hole at the center of the icl has been compared to the icl without a hole which showed that modulation-transfer functions (mtf) are small and clinically negligible. Glare and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusion: based on the complaint information, product evaluation, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
The product is manufactured in u.s. But not marketed in the u.s. Implant date: unknown. (B)(4). A parent/child lens work order search was performed and there were no similar complaints found. (B)(4).